Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cervical tumor procedure: occipital bone posterior cervical fusion levels implanted: o-t3 it was observed that post-op, airway stenosis occurred after the reported product was fixed with an oc angle defect and patient was unable to breath, and tracheotomy was performed. There were no malfunctions with the rod or other implants.for fixation and replacing the rod, a revision surgery was performed on (B)(6) 2018. Stenosis occurred due to the overall alignment of the rod.